Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the telepack's baseboard and radio board. The unit was calibrated and safety tested to factory's specs.

Event description:
Customer reported an issue with the panorama central station's ambulatory telepack, which may have affected pt telemetry monitoring. No pt injury was reported.